Event description:
The customer reported that there was an interlock failure error message and the system would not perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.